Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The global investigation unit investigated the returned meter since the only returned strip was tested locally and passed. Testing the returned meter with retention strips and blood resulted in a value that did not meet specification. Additional testing was performed and the problem could not be duplicated.

Event description:
Caller reported a compact plus blood glucose result of 219 mg/d/l at 3:34 am. Customer stated that was a normal reading for him before bed. He took his normal dose of 30 units of lantus. At about 5:30 am, his friend called the paramedics because, the customer was unconscious. Paramedic's result with their system an unspecified time later was 15 mg/dl. They gave him an unspecified amount of d50 by IV. Customer stated about 3-5 minutes later, he came to and felt better. Caller also reported a compact plus blood glucose result of 244 mg/d/l at 3:19 am the next day. He again took his normal dose of 30 units of lantus. At about 5:00 am, his friend had called the paramedics because, the customer was unconscious. Paramedic's result with their system an unspecified time later was low. They gave him an unspecified amount of d50 by IV. Customer stated about 5 minutes later, he came to and felt better. A request was made for the return of the meter and strips, replacement sent.